Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 569 mg/dl and diabetic ketoacidosis. Cause of bg level was not clear. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.